Manufacturer narrative:
The device history record (DHR) file was reviewed, and no discrepancy was found according to the issue reported. The physical sample was not returned for evaluation. Instead, a photo was provided for review. After performing a visual inspection of the photo, a burst balloon was observed. A gemba walk was carried out with the multifunctional team on the production line. The process was found to be running according to approved specifications therefore an exact root cause was not able to be determined at this time. If additional information, or the physical sample, is received at a later date, the investigation will be updated accordingly. Awareness of the issue was provided to the production personnel. No further actions are required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a procedure was performed and the balloon of the replacement tube deflated and came out.